Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. On the same day as the onset , the patient was hospitalized for the event and was treated with vancomycin (1 gram, frequency and route not reported) and piptaz (4.25 grams, frequency and route not reported) for peritonitis. At the time of this report, the patient has not recovered from the event. The pd catheter was removed and dianeal and extraneal therapies were discontinued and the patient was switched to hemodialysis. No additional information is available.